Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was having a high blood glucose reading of 460 mg/dl. Customer had symptoms of high blood glucose such as thirst and nausea. Customer states that he does not have a back-up plan and has not treated yet. Customer found no anomalies in the bolus history. Customer had a no delivery alarm this morning but customer stated that he ran out of insulin. Customer stated that he does not have a tubing clamp. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting. Customer was advised to do a complete set change. Customer stated that he doesn't use the bolus wizard. Customer removed the set from his body and found that the cannula was bent. Customer is very lean and stated that he was having issues with the cannula bending. Customer was advised to try a different set.